Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter continued to display ¿apply blood¿ after applying a blood sample to the test strip. The complaint was classified based on the conversation the patient had with the customer care advocate (cca) at the time of troubleshooting. The patient reported that the alleged issue began on (B)(6) 2014, at approximately 11:55pm. The patient informed the cca that he manages his diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to his diabetes management as a result of not being able to obtain a blood glucose result. The patient reported that 5 hours later, at 5am on (B)(6) 2014, he lost consciousness. The patient stated ems was contacted. When ems arrived they obtained a blood glucose result of ¿30 mg/dl¿ with their device. The patient reported he was treated with ¿d50 intravenously¿. At the time of troubleshooting, the patient performed a test and was unable to obtain a result. The cca confirmed the patient was correctly applying the blood sample to the test strip. The alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp after the alleged meter issue started. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 (8/1/2014) - device evaluation: the retain test strips were tested on (B)(4) 2014 and they passed testing with no faults found. A DHR (device history record) was completed on (B)(4) 2014 for the subject meter and no deviations, non-conformances, or reworks were observed. The lay user/patient¿s meter was returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin contamination. Additionally, it was found the meter had cosmetic imperfection. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.